Event description:
Echocardiogram was suspicious for thrombus in the inlet of the lvad approximately one week ago. The patient's anticoagulation was increased. He subsequently has developed power spikes with decreased flow, consistent with pump thrombosis.